Event description:
Pulmonary embolus. The pt who underwent a low anterior resection in september 2000 due to a rectal mass identified by biopsy as villous adenoma. At this time four sheets of seprafilm were placed: on the lateral pelvic sidewall to the left where the colon had been adherent; in the pelvis surrounding the area of the vaginal cuff and other adhesions to the right; around the anastomosis; and between the omentum and anterior abdominal wall. The pt tolerated the procedure well with only urination difficulty post-operatively and was discharged home 8 days later. The following day the pt presented to the ER with hypotension and dizziness. A CT scan of the chest was performed which demonstrated a pulmonary embolism. An ultrasound of bilateral lower extremities revealed no evidence of deep vein thrombosis. The pt was placed on heparin and coumadin and was discharged to home 8 days later. The physician assessed the event as possibly related to seprafilm.